Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed on (B)(6) 2022. The patient was discharged from hospital.

Manufacturer narrative:
The reported event of header anomaly advisory status was not confirmed. As received, a complete device was returned for analysis. Electrical test, x ray examination, and visual inspection did not identify any anomalies.